Event description:
I was implanted with essure in 2007. After having some pain, my doctor sent me for a scan in 2014. The results were that one coil had migrated to my uterine wall. I made an appointment with my obgyn and a hysterectomy was scheduled. Between time, I had developed shingles, extreme chronic fatigue, broken bones, vitamin d deficiency, constant problems with yeast infections and bacterial vaginosis (which took a compounded medication to get relief from), higher (than my normal) blood pressure, and frequent urination. Date listed is approximate.